Event description:
Shoulder revision performed on (B)(6) 2014 by dr (B)(6). Reason for revision: infection. Washout and exchange of poly cup and glenosphere was performed. Primary surgery date: (B)(6) 2014. Implants were discarded as per hospital protocol. No pre op x-rays are available. Patient details - (B)(6) male. Date of birth (B)(6) 1944.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint was not returned for analysis.the DHR analysis and sterile certificate review performed did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other complaint was reported associating the provided product codes and lots combinations.based on the information received and the investigation performed, the root cause of the incident could not be determined.